Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported by patients' mother "our son (B)(6), had an accident in (B)(6) of this year, resulting in an open fracture of his left humerus. His surgeon repaired the injury with a stryker plate and screws. He followed the directives given, attended physio and completed as directed, and in his health care follow ups, no concern was indicated. There was pain in the arm at times, but healing and physio can cause some difficulties so no alarm bells went off. (B)(6) had his 3 month follow up and was cleared to return to light duties at work which he did last week. By the end of the week his arm was aching, and we advised him to see his dr yesterday morning. An x-ray revealed the plate had broken and our emergency room dr told (B)(6), it was a mechanical failure; with signs the fracture had not healed as well as expected there was concern the plate had lost integrity earlier on.